Manufacturer narrative:
(B) (4) - therapy/non-surgical treatment, additional.the complainant indicated that the device has been implanted will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.(B) (4) implanted.

Event description:
It was reported to boston scientific corporation that a metal stent was used during an injection of alcohol into tumour overgrowth to relieve the blockage on (B) (6) 2010 ((B) (6) male patient, weight unknown). According to the complainant, the patient came in with a blocked duodenal stent and the physician wanted to inject alcohol into the tumor overgrowth. The nurse faced difficulty advancing the needle out the sheath when the interject was in the scope. The needle and the scope were removed and the nurse still could not advance the needle. The nurse completed the procedure with another of the same device with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.